Manufacturer narrative:
Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a pca module was programed incorrectly. Rn reported multiple attempts were required to program the pca module and that when re-programmed it did not keep the previous settings. It is suspected by the customer that the pca module was intended to be programmed as morphine 25 mg/25 ml but was actually programed 250 mg/25 ml syringe. The issue was discovered when the syringe had to be replaced after approximately 7 hours which was unexpectedly soon. There was patient involvement but no harm.

Event description:
It was reported that a pca module was programed incorrectly. Rn reported multiple attempts were required to program the pca module and that when re-programmed it did not keep the previous settings. It is suspected by the customer that the pca module was intended to be programmed as morphine 25 mg/25 ml but was actually programed 250 mg/25 ml syringe. The issue was discovered when the syringe had to be replaced after approximately 7 hours which was unexpectedly soon. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.